Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump stopped working. Customer reported insulin pump was in the water prior to the event. Customer also reported unresponsive buttons. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was all buttons are not responding except center button. Customer was unable to access menu screen no harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged unresponsive keypad and blank display found on (B)(6) 2022. Insulin pump passed displacement test and active current test. Insulin pump fails sleep current test. Insulin pump fails self test due to led anomaly. No blank display anomalies noted during analysis. Successfully utilized thus to download history/trace files. No unexpected power loss alarms/alerts/anomalies noted in history file on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump was cut open to perform visual inspection and found moisture damage on electric board 1, keypad connector, lcd flex traces, and force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. No keypad anomalies noted during analysis, unresponsive keypad not confirmed. No blank display anomalies noted during analysis, blank display not confirmed. Led anomaly confirmed due to moisture damage on keypad connector. High sleep current due to moisture damage. Moisture damage confirmed on electric board 1, keypad connector, lcd flex traces, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.